Manufacturer narrative:
Philips received a complaint which indicated that the ECG test failed during an operational check. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The following functional tests were performed: the engineer followed the troubleshooting processes and flowcharts indicated in the service manual: executed the performance verification procedures indicated, so visual inspection (device, cables, supplies and accessories), all service mode tests (operational check, printer test, controls test, display test, fan test and usb test), functional checks (all parameters check, defibrillator measurement test, defibrillator test with ac and battery, defibrillator charge cancellation test, pacer test, synchronized cardioversion test and paddles safety check) and used previous field experience with servicing the device. Based on the information available and the testing conducted, the cause of the reported problem was defective ECG leadset. The device was operational after replacment of ECG leadset was completed. The device successfully passed all required testing. The device remains at the customer site and no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the operational check fails the ECG test. There was no reported patient involvement.